Event description:
The account alleged the head of the bed will not raise. No injury reported.

Manufacturer narrative:
The tech checked the head functions and found the bed was working as designed, no repair made.